Event description:
Health center was utilizing point of care testing to analyze inr levels. Identified after months of use that the meter has limitations with analyzing levels in patients diagnosed with lupus. Three patients were identified to have been tested, no adverse outcomes due to analysis of inrs.